Event description:
During a follow-up in clinic, a loss of capture was noted on the right ventricular (rv) lead. The suspected root cause was due to patient ischemia tissue change. The rv lead was capped and replaced. The patient was stable.